Manufacturer narrative:
.

Event description:
It was reported that 12 mls were removed from the pump, which indicated a volume discrepancy. Pt symptoms associated with the event included nausea and vomiting. The hcp reported that there was no documented incident.